Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. It was reported that there was no damage to the pump and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not show any unusual power fluctuations. The pump powered up with the appropriate audible and vibratory features and functioned properly. A rewind/load/prime sequence was completed without issue. The electrical current draws were within specifications. No overheating or temperature issues during the investigation. The pump casing was opened and no evidence of moisture contamination or loose components was found inside the pump. The investigation was unable to duplicate the reported temperature issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.